Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed: electrical failure. No device found message. No anomalies were visually observed. H7 h9: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that for quite a while they have been having issues with recharging their implant. Caller stated they put it away for a while because they had some things done that needed to be done without the stimulator on like an MRI, but now their back is hurting and they can't get the implant to charge. Caller was attempting to charge at the time of the call and was in passive recharge mode. Caller noted that for about an hour they were seeing 0-0-0 on the passive recharge mode screen, but then the numbers started to rise to 4. Caller added that the paddle was starting to feel really hot. Caller then saw system problem rm03. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known6